Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Based on the information provided by the surgeon, there is no indication the device did not function as intended and is being removed due to the patient's condition (rheumatoid arthritis). If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File four of six for the same event.

Event description:
The surgeon requested a custom tmj as a revision is planned to remove the stock tmj implants due to rheumatoid arthritis.